Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the fundal myometrium is a second 2.7 x 0.2cm length segment of coiled metal.'), uterine perforation ('perforation uterus') and pregnancy with contraceptive device ('pregnancy') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 2003, (B)(6) 2005, (B)(6) 2007, (B)(6) 2011.) And adhesions nos postoperative. Previously administered products included for an unreported indication: depo provera from 2001 to 2006. Concurrent conditions included dysmenorrhea, dyspareunia, abdominal bloating, pap smear abnormal and adenomyosis. Family history included hypertension (mother- hypertension) and diabetes (father- diabetes). In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("found that the coils were not at the right place.") And was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy. My uterus and tubes were removed, lysis of adhesions and robot assisted vaginal hysterectomy with bilateral salpingectomy. Lysis of adhesions). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device, uterine perforation, device expulsion, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device expulsion, embedded device, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pregnancy with contraceptive device, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- perforation uterus, pelvic pain, did not undergo confirmation test, pregnancy, device ineffective, embedded device, device expulsion. Reporter information, aka name, medical history, family history were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.